Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that they expected ¼ of the 1 liter experiment drug bag volume to be remaining when the patient returned to hospital at 0700 on (B)(6) 2015. When they returned at 0700 the bag had ¾ of the volume still in the bag. The expected total bag volume to be infused was 542ml, but the actual volume infused was 198ml. The original infusion started on (B)(6) 2015 with an infusion rate of 22.6ml/hour and user increased the rate to 32.6ml/hour at 0955 and to 40ml/hour at 1345. The customer is requesting event log review for rate programmed, if the rate had been changed, volume infused, and if the device was turned off or paused during timeframe of 1200 on (B)(6) 2015 to 0900 (B)(6) 2015.

Manufacturer narrative:
The customer¿s report of under infusion was not confirmed. Analysis of the event log shows the pump module was added on (B)(6) 2015 2:21pm. At 3:20pm, a basic infusion of an unknown drug was programmed to infuse at a rate of 22.6ml/h and a vtbi of 542ml. The primary volume infused was listed as 0ml. The volume infused was cleared at 8:09pm (108.7ml) and on (B)(6) 2015 4:31am (189.3ml). At 9:54am, the rate was manually changed to 32.6ml/h. The primary volume infused was listed as 121.824ml. The total volume infused up to this point was calculated as 419.824ml with approximately 122ml left to be infused. At 1:39pm, the infusion completed. At 1:42pm, the infusion values were manually changed- rate to 40ml/h and vtbi to 200ml. The volume infused was cleared at 3:35pm (319.763ml). At 4:34pm, the pump alarmed for air in line. A few minutes later, the channel off key was pressed which powered off the pcu. The primary volume infused was listed as 39.32ml. Further review of the log noted no further infusions from the device. The root cause of the customer¿s report was not identified. No device was returned for investigation.